Event description:
Attempting to defibrillate a pt (age & gender unk) during open heart surgery, the device failed to allow discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch report numbers 1220908-2008-00655 and 1220908-2008-00656 which are similar reports from the same customer.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.